Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium result from the cobas 6000 c501 module. The samples were repeated because the high results were not believed. Two examples were provided. Patient 1 initial result was 246 mmol/l and the repeat result was 134 mmol/l. On (B)(6) 2024, patient 2 initial result was 163 mmol/l and the repeat result was 140 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer checked the instrument and replaced the rinse tube assembly. The tubing for the suction of sodium hydroxide (naoh) was damaged and was replaced. The investigation found the service actions resolved the issue.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined based on the information provided.